Event description:
It was reported that the external pulse generator was missing a light-emitting-diode (led) segment in the menu. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Lcd (liquid crystal display) is missing segments. The ring is bent.